Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5142879/5142950.

Event description:
It was reported that the patient was frequently charging the ipg. It was found out that the patient had a metal allergy which was causing the patient to have swelling and pain when charging. All device components were explanted and were discarded.